Event description:
It was reported that during an unrelated operation, the pulse generator exhibited backup vvi operation after suspected electrocautery interaction . The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.